Event description:
It was reported that during a gastric bypass procedure that the device was unable to fire. No further information was provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch # 475c53. Additional information was requested, and the following was obtained: what trouble shooting steps were taken during the event? How was the procedure completed? The only troubleshooting steps that were done was manual override. They completed the procedure by opening up another stapler." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 475c53, and no non-conformances were identified.